Event description:
It was reported that air detector was not lining up correctly and it seemed to be out of alignment due to being hit against something. The device was also leaking, and this is part of the tubing recall. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a front cover for air detector. The air detector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.